Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a broken battery support. There was no patient involvement reported.